Event description:
It was reported that the patient's implant site looked infected. The patient's device had come out partially through the wound due to dehiscence of the wound. The total device system was removed. The patient was admitted overnight and discharged the following day. The patient was asked to come back in 1 month for evaluation.